Manufacturer narrative:
Damaged articulation mechanism. One atw45 device was returned in good visual condition and loaded with an unfired tr45bw cartridge that was noted to be in good visual condition and with the lockout tab in normal condition. Upon further inspection of the device, the articulation mechanism was damaged. The device was tested for functionality with a test cartridge and it fired conforming. The returned cartridge was tested for functionality with a test device and it fired conforming. The device was disassembled to verify the condition of the internal components and two articulation gear teeth were broken; no other anomalies were noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hand vaginal hysterectomy, there was no articulation when trying to turn the device to the right. They used a like device to complete the case. There was no patient consequence reported.